Event description:
New information received notes the patient's weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made to resolve the oversensing. The patient was reported to be asymptomatic.